Manufacturer narrative:
Evalution: attempts to obtain additional info on this event have been unsuccessful. It is not known why a drainge catheter was being utilized in the esophagus. No product or lot number was provided. However, it should be understood that this device was designed with a curve, which is used to anchor the catheter in place for drainage applications. Therefore, it is feasible to say that this incident was the result of user error.